Event description:
It was reported that a spectrum iq pump failed to alarm downstream occlusion and the pressure seemed off during preventive maintenance in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to operate within specification during testing. Device passed all results for upstream occlusion, downstream occlusion and air in line test. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'failing to display errors for occlusions' was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.